Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due insulation failure occurred in the curved section, it can be assumed that there was an abnormality in the imaging cable, which may have caused image degradation and error codes. The definitive root cause of the reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited error code b31(scope communication err) due to damage on circuit board of video plug section there was no patient involvement.